Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller in performing the reset, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.